Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-05389. It was reported (B)(6) the patient was experiencing a possible allergic reaction to the device (as the wound festered). Subsequently, the patient was to undergo allergy testing of the device materials.

Event description:
Device 1 of 2: follow up information received identified the patient's scs leads were removed at an unknown date. In addition, the wound issue resolved.